Event description:
It was reported that no disposable alarm was experienced and pump won't run. Air noted, patient not affected.no additional information available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500. D4: correction: serial number: (B)(6), h4: correction: device manufacturing date: 25-oct-2014.